Manufacturer narrative:
The full name of the event site noted in block is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was not able to reproduce the reported issue. The fse did however replace the iabp batteries, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.